Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2001 - repair of recurrent incarcerated ventral incisional hernia with composix mesh. On (B)(6) 2001 - admitted with a wbc of 20, an abdominal wound culture showed heavy growth (B)(6). A wound vac was place and the wound showed improvement by discharge on (B)(6) 2001. On (B)(6) 2001 - multiple office visits for treatment of infected would with purulent drainage, cultures were (B)(6) for (B)(6). The wound was debrided of necrotic tissue and irrigated. On (B)(6) 2001 - exploration of wound. The wound was found to have a large amount of chronic granulation tissue, with no evidence of retained foreign body. There was no mesh in the wound. After being curetted, the wound was packed open. On (B)(6) 2001 - CT guided drainage, there was loculated fluid collection adjacent to the mesh, pus was aspirated and cultures were taken. On (B)(6) 2001 - excision of infected mesh. The mesh was found to be floating free in a pocket of purulent material. There was no intraperitoneal contamination. The would was paced open. On (B)(6) 2003 - repair of recurrent ventral incisional hernia with composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. The information provided indicates that the patient was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The medical records refer to a composix kugel mesh implant on (B)(6) 2003, however there was no indication that there were any issues related to this device.